Manufacturer narrative:
Findings: unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed functional test due to lcd damage.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 20 mg/dl to 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer stated that the screen was purple. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.